Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was not satisfied with the erection result, he stated he lost length. The patient feels his incontinence has increased since the surgery and he is concerned about leaking during intercourse. The patient also stated that he was not satisfied with his erection result and does not have the same arousal and feeling. Patient services encouraged the patient to speak with a specialist regarding his concerns. The ipp is currently implanted. There were no additional patient complications.